Event description:
Information received indicates the brake casters are not locking when the brake is engaged. The casters continue to roll when in brake.

Manufacturer narrative:
The technician replaced the four casters to repair the bed.